Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in-clinic for a follow up appointment. Upon interrogation, the patient's implantable cardioverter defibrillator exhibited post-paced t-wave oversensing on the right ventricular channel. No programming changes or interventions were performed. The patient will continue to be monitored. No patient consequences were reported.